Manufacturer narrative:
H.6. Investigation: no photo nor sample was provided for evaluation. The investigation could not confirm any issues related to manufacturing for the complaint. After follow up, the customer indicated, "the containers were shipped to us and received intact. The 2 lids were broken by us while being stored at the clinic and another 2 lids came up missing. The broken lids were discarded by staff when they were broken". The additional information indicated that the root cause for the complaint of missing and broken lids was most likely caused by the user facility. No manufacturing related issues were identified after a review of the processing controls for this product by the supplier.

Event description:
It was reported that a sharps coll 8qt nest funl top needl port was received two units with broken lids and two units with missing lids. The following information was provided by the initial reporter: reporting that he received sharp containers with broken lids (two of them) and another two were missing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a sharps coll 8qt nest funl top needl port was received two units with broken lids and two units with missing lids. The following information was provided by the initial reporter: reporting that he received sharp containers with broken lids (two of them) and another two were missing.